Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of thoracic pedicle prb broke off.

Manufacturer narrative:
One (1) straight expedium thoracic pedicle probe [product code: 2797-02-030, lot no: nw135706] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level found that the very point on the probe¿s distal tip had become broken. Observations suggests that the probe¿s distal tip underwent a quasi-static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the probe¿s distal tip becoming broken cannot be positively determined. Visual observations suggest that the probe¿s distal tip underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.